Event description:
It was reported that the pulse generator could not be in- terrogated. The presenting intrinsic rate was 64 ppm and there was no change when the magnet was applied.

Manufacturer narrative:
Na